Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18057631 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the first smart control was implanted; however, the stent accidently popped out and implanted in the aorta. Its proximal edge barely hung over the entrance area. A second smart control stent was implanted and attempted to stabilize in the subclavian artery; however, it popped out as well and fell to the vicinity of the l2 of the aorta with the 8x60 stent overlapping the 8x30 stent. The aorta diameter was narrow and was trapped in calcification and was implanted along the aorta. The lesion was the subclavian artery with stenosis. A smart 9x40 were implanted in subclavian artery lesion. A non-cordis 5x40 balloon catheter was inflated as post-dilation and the procedure was completed. There was no reported injury to the patient. A left upper extremity approach was made with a non-cordis guiding catheter and a non-cordis wire crossed the lesion. A saber otw (3-40) was inflated as pre-dilation. There was an attempt to retrieve the patient due to the patient having temporary leg and abdominal pain, but the patients symptoms calmed down and it was decided to follow up. The devices will not be returned for evaluation as they were discarded.

Event description:
As reported, the first smart control was implanted; however, the stent accidently popped out and implanted in the aorta. Its proximal edge barely hung over the entrance area. A second smart control stent was implanted and attempted to stabilize in the subclavian artery; however, it popped out as well and fell to the vicinity of the l2 of the aorta with the 8x60 stent overlapping the 8x30 stent. The aorta diameter was narrow and was trapped in calcification and was implanted along the aorta. The lesion was the subclavian artery with stenosis. A smart 9x40 were implanted in subclavian artery lesion. A non-cordis 5x40 balloon catheter was inflated as post-dilation and the procedure was completed. There was no reported injury to the patient. A left upper extremity approach was made with a non-cordis guiding catheter and a non-cordis wire crossed the lesion. A saber otw (3-40) was inflated as pre-dilation. There was an attempt to retrieve the patient due to the patient having temporary leg and abdominal pain, but the patients symptoms calmed down and it was decided to follow up. The devices will not be returned for evaluation as they were discarded.

Manufacturer narrative:
The first smart control was implanted; however, the stent accidently popped out and implanted in the aorta. Its proximal edge barely hung over the entrance area. A second smart control stent was implanted and attempted to stabilize in the subclavian artery; however, it popped out as well and fell to the vicinity of the l2 of the aorta with the 8x60 stent overlapping the 8x30 stent. The aorta diameter was narrow and was trapped in calcification and was implanted along the aorta. The lesion was the subclavian artery with stenosis. A smart 9x40 were implanted in subclavian artery lesion. A non-cordis 5x40 balloon catheter was inflated as post-dilation and the procedure was completed. A left upper extremity approach was made with a non-cordis guiding catheter and a non-cordis wire crossed the lesion. A saber otw (3-40) was inflated as pre-dilation. There was an attempt to retrieve the patient due to the patient having temporary leg and abdominal pain, but the patients¿ symptoms calmed down and it was decided to follow up. There was no reported injury to the patient. The product was not returned for analysis. A product history record (phr) review of lot 18057631 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/in patient - during advancement¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors such as the user¿s interaction with the device during use likely contributed to the reported events. However, with the limited amount of information available regarding lesion characteristics and without the return of the devices for analysis it is difficult to draw a clinical conclusion between the devices and the events reported. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ additionally, ¿recrossing a partially or fully deployed stent with adjunct devices must be performed with caution. Slack removal: advance the stent delivery system past the lesion site, pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.